Event description:
The customer called requesting assistance with programming his insulin pump. The customer mentioned having a low blood glucose event that landed him in the hospital. The caller also stated that he received a check settings alarm after setting the time/date. Assisted the customer with clearing the alarm. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.